Manufacturer narrative:
Device passed displacement test. Device received with broken belt clip rails. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. Customer¿s blood glucose level was unknown. Customer stated that the broken rail from belt clip rail. Customer troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
No physical damage to the insulin pump's reservoir lip, the customer did not report any damage any where other then belt clip railings.